Event description:
This unit was received back from repairs for low o2 issues on (B)(6) 2014. When opened and tested the device is still alarming with low o2 problems. No further information is available.